Event description:
Unomedical reference number 1915018event occurred in the united states.on 10-jun-2024, it was reported that the patient faced that the infusion set blockage is likely at the site. The patient relocated infusion set and resumed insulin therapy.no further information available